Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction: b3, b5, g1, g2, h4, h6 (b15), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Medical science liaison reported a patient received coolsculpting treatment over the abdomen with a coolsculpting system curve 240 applicator and presented paradoxical hyperplasia 6 months after treatment.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite system treatment on (B)(6) 2024 to the middle abdomen and lower abdomen using the curve 240 (c240) applicator. The patient was diagnosed with paradoxical hyperplasia (ph) on (B)(6) 2025 by the provider medical.

Manufacturer narrative:
Additional information: a2 (age), a2 (dob), a3a, a4 (weight), a4 (weight units), a6, g2, h6 (b15), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.